Event description:
The pt's parent reported that the pump was refilled on 01/2007; a dose increase was programmed four days later, and another dose increase twenty three days later, however, the pt's symptoms, including stiffness, have returned. The next refill was scheduled for 03/2007. The pt's parent reported that the pt is also on oral baclofen. The nurse reported to the parent that the pump reservoir volumes are as expected. The hcp reported that "xrays negative for catheter fracture. No response to 100mcg bolus and rate increase. Side port access with negative flow. " the pt underwent new catheter surgical revision nineteen days earlier. The pt has recovered without sequela.